Event description:
Course of event: in connection with hysteroscopy, using loop electrode for surgmaster, the first electrode breaks at one side after approx 40 mins of operation. Electrode number 2 breaks inside the pt after approx 20 mins use. Consequence: no consequences apart from prolonged operation time. It was succeeded to push the loose loop out of the pt's uterus. It might have been necessary to perform radioscopy.

Manufacturer narrative:
The subject device has been returned to the manufacturer for evaluation and no indications of thermal influence at the point of breakage have been found. Observations have been made that lead to the conclusion that the loop broke in consequence of mechanical manipulation of the wire eg, bending of the loop off the original position/ angle. The IFU states that an electrode is subject to wear and tear, even under normal conditions of use. It is mentioned that an electrode shall not be used if significant wear and tear is to be observed. The procedure is performed under direct visual control so that any deterioration of the loop would likely be noticed. Furthermore can be admitted, that under tcris conditions, it is rather unlikely that the broken loop will remain in the body. Due to the rinsing during the procedure and flushing at least at its end, a foreign particle will be removed with high probability. The case is seen a consequence of unspecific use error in terms of handling the electrode against the manufacturer's recommendations. Appropriate warning messages are already in place and the occurrence rate of such events is not higher than foreseen in the risk management file.